Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) distal conductor was fractured; full lead was returned for analysis.

Event description:
It was reported that the rv lead was explanted due to an apparent lead fracture, and an intermittent acute rise in impedance from 450 to greater than 2000 ohms. No patient complications were reported as a result of this event. Additional information was received indicating a lawsuit alleges that the patient "suffered physical and other injury" and also "experienced inappropriate and/or excessive shocking." No further patient complications were reported.